Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735909, serial/lot #: (B)(6): h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was glitchy on the registration page. The four circles that light up as you register were not present. A manufacturer representative (rep) also clicked restart and the dots would not all go back from green to gray after trying to register. It was noted it seemed like it was not actually restarting the registration. Points were noted to be quite symmetrical and resulted in the orientation being flipped as well. After registering points 1-5 the system would show point 6 as green indicating it had interpreted a point from 1 to 5 as point 6. Some of the points placed by the surgeon were also sunken into the bone. Points were then put asymmetrically and on the surface of the bone but did not work. The sit changed to a different navigation system which was used suc cessfully. It was also noted that a CT which was done using proper protocol from 2022 was used. This was the suspected problem, but the rep noted that since the other system worked, they were unsure if that was the source. It was reported that the patient tracker or reference frame was at the correct distance and aligned correctly. Only the pointer was used at this point but the rep noted that all instruments would have had the same issue as the orientation was flipped 90 degrees. The pointer was physically vertical over the spinous process but showed on the navigation as horizontal on the spinous process. There was no impact on patient outcome.